Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed in the deaeration chamber of a prismaflex st150 set during continuous renal replacement therapy. The crack resulted in a "loss of pressure and the entry of air into the system, followed by coagulation" and "blood loss volume". There was no report of serious injury or medical intervention associated with this event. No additional information is available.